Event description:
Event description guidant received information that this implantable lead became dislodged and migrated into a different position within the heart, resulting in diaphragmatic stimulation. The lead was unable to be repositioned, thus, the physician elected to implant a competitive lead. The explanted lead was returned for analysis.